Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was returned because the pump was close to end of life for his battery. The patient was (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
The pump was returned for analysis. Destructive analysis identified pump/miscellaneous/overinfusion - undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.